Event description:
It was reported that the patient experienced a massive vessel tear during laser lead extraction of a competitor's lead. The patient was having a procedure to remove a competitor's device at elective replacement interval and a competitor right ventricular (rv) lead due to advisory. It was noted upon opening the pocket that there was a significant amount of scar and the leads were prepared and freed down to their insertion point. A stiff stylet was introduced into the right atrial (ra) lead and the rv lead was prepared for extraction. During laser extraction of the rv lead, the patient's blood pressure dropped. A sternotomy was performed and it was confirmed that a tear of the innominate vein, superior vena cava and subclavian veins had occurred. The patient was listed as hemodynamically stable after surgery. During follow-up with the hospital it was confirmed that the issue occurred during extraction of the rv lead and there was no malfunction or issue with the ra lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The physician had noted that the ra lead extraction was "easier". The last update the clinician had for the patient status is that they were stable. The system was extracted and is being retained by the hospital. The patient had an emergency sternotomoy, cardiopulmonary bypass with deep hypothermic circulatory arrest, repair of massive venous injury, right subclavian to right atrium 8mm gore-tex bypass graft, and wedge resection of right lower lobe. No further patient complications have been reported as a result of this event.